Event description:
It was reported that during pre-dilatation of a moderately tortuous, heavily calcified, concentric, 99% stenosed, de novo lesion in the mid right coronary artery, a mini trek rx 1.5x12 mm balloon dilatation catheter (bdc) was first inflated to 8 atmospheres for 20 seconds and then ruptured on the second inflation of 10 atmospheres for 20 seconds. There was no resistance on advancement or removal of the device. The mini trek was completely and easily removed from the anatomy. A non-abbott bdc was used to complete pre-dilatation and an unspecified stent was implanted to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.